Event description:
It was reported that the patient presented in clinic due to chest pain and muscle spasms. Upon review of transmission, it was found that the pacemaker had gone into backup operation. As a resolution the pacemaker was reprogrammed and restored successfully. Patient was stable.